Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to the reported event.

Event description:
The patient is enrolled in the definitive (B)(4) trial. Post atherectomy with 2 silverhawks, a follow up angiography revealed distal right pt embolic occlusion at the site of an already existing 50% calcific stenosis. The physician successfully performed thrombectomy and pta w/a 2.5x80mm balloon, leaving 20% residual stenosis. Per site, related to procedure. Please see MDR 2183870-2010-00146 for other silverhawk used in this procedure.